Event description:
Doctor noticed that the distractor seemed to not be moving at all, even though it was tested prior to implantation and it worked fine. Device was removed in a secondary surgery. Upon removal device appeared to work properly.